Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned to dexcom. The receiver (part number stk-gl-001/serial number (B)(4)/lot number 5195031), being used with the complaint transmitter, was returned on 12/11/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.no additional patient or event information is available.